Event description:
It was reported that patient was revised on a left hip due to dislocation.

Manufacturer narrative:
The catalog number and lot code were not provided. The device is an unknown liner. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.